Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the infusion set disconnected at the quick release on its own when he was sleeping. Customer was hospitalized due to his high blood glucose. Customer's blood glucose was 1984 mg/dl. Customer was not wearing the insulin pump at time of hospitalization. Customer also reported he was unable to remove the battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.